Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan alleging that the onetouch ultra2 meter read imprecisely. The medical surveillance specialist (mss) contacted the pt to obtain/clarify info. The pt reported readings of 70, 135, 55, 128, 87, 279, and 347 mg/dl within 20 minutes of each other. The difference between those results fall outside the expected value of <=20%. She says the readings were taken at around 2 am on (B) (6). She also mentions that the readings were higher than usual on the night of (B) (6) and took her humalog insulin based on the results. She does not remember any results or what amount she took. She did say that she takes 5-12 units of humalog depending on readings and at lunch if the reading is too low she won't take any humalog. She says she takes it four times per day: at breakfast, lunch, dinner, and at bedtime. The morning that she made the comparison she was experiencing symptoms of lightheadedness and sweating. She reported taking orange juice and cookies at 2 am on (B) (6) to treat the symptoms and says it took "a while" before she felt better after treatment. According to the troubleshooting performed with customer service, the pt's testing steps were correct. The meter was set to the correct unit of measure at the time of testing. This complaint is being ruled out because the pt alleged she obtained inaccurately high readings, took insulin based on the results, and suffered symptoms of hypoglycemia after taking the insulin.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.